Event description:
This record is a consolidation of q1 2023 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative vlift expander inside shaft fracture.

Manufacturer narrative:
Lot 208569 (1): manufacture date 17 december 2020, device returned 19 april 2023 lot 212228 (1): manufacture date 09 april 2021, device returned 19 april 2023.

Manufacturer narrative:
Lot 208569 (1): device returned 19 april 2023. Lot 212228 (1): device returned 19 april 2023.

Event description:
This record is a consolidation of q1 2023 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative vlift expander inside shaft fracture.